Event description:
The customer reported that there is variation in the blood glucose levels and the sensor readings. At the time of the event, the blood glucose level was 43 mg/dl and the sensor reading was 78 mg/dl. Prior to the event, there was no significant incident. The patient was advised to monitor the insulin pump. The current blood glucose reading is 76 mg/dl. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.